Manufacturer narrative:
No medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an ultrasound-guided breast biopsy the device fired by itself. It was further reported that another device was used to complete the procedure. There was no report of patient injury.

Manufacturer narrative:
Manufacturing review: a manufacturing review was conducted. The lot met all release criteria. Visual/microscopic inspection: the sample was returned. Both slides were in their initial positions. There were no visual anomalies noted on the device. Performance/functional evaluation: to prime, the top slide was pushed into the device. It was found that the top slide was able to freely move, however, it would not lock into place, thus confirming the investigation for failure to prime. The device was disassembled and internal parts were inspected. Upon disassembly, it was observed that the right side bumper was missing, thus preventing the device from being primed, as the cannula tangs could not lock into place when the top slide was moved to the priming position. Additionally, the tangs did not appear to be damaged or deformed, and were able to lock securely into place while the device was disassembled. Medical records review: as medical records were not provided, a review could not be performed. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the investigation is confirmed for failure to prime, as to the top slide could not lock into place. The right side bumper was missing, preventing the top slide from being locked into place. However, the investigation is inconclusive for self-activation, as the device could not be functionally tested. The definitive root cause could not be determined based upon the available information. It is unknown if procedural issues contributed to the reported event. Labeling review: the current maxcore instructions for use (IFU) provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device. Eval code & desc - (added). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.